Event description:
The customer stated that the cell-dyn analyzer generated discrepant hemoglobin results from one patient sample. Results of 6.5 and 0.48 g/dl were generated with the closed mode and repeated with the open mode at 9.5 and 9.9 g/dl. No impact to patient management was reported.

Manufacturer narrative:
The customer requested a field service visit for issue resolution. The customer reported that the imprecise hgb issue was resolved by a field service representative, which cleaned a solenoid valve, and replacement of the sample injection syringe by the customer. The cell-dyn 3200 system operators manual instructs the operator to perform a stained smear review to further validate the results. No product deficiency was identified related to the malfunction reported by the customer.

Manufacturer narrative:
Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
(B)(4).